Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the iol was exchanged for the same model with one and a half diopters difference in power. Additional information has been requested but not received to date.

Manufacturer narrative:
Evaluation summary: the product was not returned for evaluation. The product history records were reviewed and documentation indicated the product met release criteria. The root cause could not be identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and mail. A completed questionnaire was not received. (B)(4).